Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported failure could not be reproduced and the investigation will be closed with inconclusive result. Potential factors that could have led or contributed to a deployment failure have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous and calcified vessels may lead to increased friction and subsequent release force increase. In this case the anatomy was calcified and tortuous. However, no difficulty occurred while tracking the system to the lesion site. In this case it was reported that the lesion was not predilated, which could be a contributing factor. The event reported may also be use related as rough handling may lead to the event reported. However, as no sample was returned for evaluation, a deformation which may have led to the reported event could not be determined. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risk. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". Furthermore, the IFU demands for predilation: "predilation of the lesion should be performed using standard techniques." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a vascular stent did not deploy at all during use in the sfa. It was also reported that the device was retracted without issue and another stent was used. There was no reported patient injury. Reportedly, the anatomy was calcified and tortuous. However, no difficulty occurred while tracking the system to the lesion site. No predilation of the lesion was performed.